Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose level around 500 mg/dl after an infusion set change, and inspection identified a bent cannula and evidence of cartridge leakage; the user completed a full cartridge and infusion set replacement with guidance and resumed insulin delivery without alarms. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy or ketone testing. Investigation included troubleshooting with the user and education on supply and site change. Investigation of this case revealed a bent cannula at the infusion site and reported leakage from the cartridge, which are consistent with interrupted insulin delivery. It was concluded that insulin delivery was likely interrupted due to a bent cannula and cartridge leak, and normal delivery resumed after replacement and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.